Event description:
Anesthetist noted that after disposal, sharp objects become lodged in the flip top lid. As a result, a staff member sustained a needle stick injury.

Manufacturer narrative:
No sample was received for our evaluation. However, photos were received displaying the needle inside of the sharp collector, the lid did not allow the needle to drop. No product return is anticipated. Complaint history check yielded no other complaints for similar condition for the lot reported. No trends were noted. Device history review was conducted and no anomalies noted. Quality will continue to monitor on monthly trend reports.